Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: eib, jay, rep, turning off mid case, po# (B)(4). Update: the screen went black during an active surgery, but there was no patient harm as a result. The image was lost for about 30-60 seconds the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be capture card failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.